Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the transmitter had an unknown issue. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. A transmitter functional test was performed and passed relevant testing. The share log data was reviewed and failed. The reported event of unknown transmitter issue was confirmed. The probable cause cannot be determined. No additional event or patient information is available.